Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clip tissue/duct when they attempted to use it. The surgeon removed the clip applier and used an alternative clip applier complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage noted on inspection prior to use. The incident with the clip applier occurred during intraoperative use while the instrument was in the patient. The surgeon was attempting to clip tissue. The issue was related to unsuccessful clip application (incomplete closure of clip). Six medium-large hem-o-lok non-absorbable polymer litigating clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred at the first and second clip application attempt. The issue was resolved with a secondary medium-large clip applier.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medim-large clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have one bent grip, causing misalignment of the grips. There was a 0.025¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additional observations not reported by the site were also identified. The clip applier instrument failed the clip test due to misapplication of the clip. The grips did not show cracking damage. Components adjacent this bent grip did not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement, but could not release the clip as commanded.

Event description:
Refer to h10/h11 for follow-up information.